Event description:
Report received from (B)(6) states: "trocar can not pierce the eye, sleeve retracts and can not find the sclera. No pt impact."

Manufacturer narrative:
The sterilization and lot history records were reviewed and no exceptions were found. The product has been received. Upon completion of the evaluation a follow up report will be submitted.